Event description:
A biomedical technician (bmt) reported a dry acid mixer was not filling with no power to the pump. It was noted there were burned fuses (f1/f2) and a fluid leak from the hydraulics. The machine was unable to be repaired and the bmt was advised to purchase a new mixer. There was no patient involvement and no patient injury. Additional information received via email. The bmt stated the issue was attributed to wear and tear. The pump was not replaced and there was no issue with the pump. The issue was attributed to blown fuses and there were no other noted burned components. The bmt stated there was no issue with the pump and no hydraulic leak. The unit was repaired. The hours on the unit mixer was not able to be provided. Per bmt the power supply board was purchased and installed on the mixer by the bmt team in the area. The machine was placed back in service without issue. No additional information was provided.

Event description:
A biomedical technician (bmt) reported a dry acid mixer was not filling with no power to the pump. It was noted there were burned fuses (f1/f2) and a fluid leak from the hydraulics. The machine was unable to be repaired and the bmt was advised to purchase a new mixer. There was no patient involvement and no patient injury. Additional information received via email. The bmt stated the issue was attributed to wear and tear. The pump was not replaced and there was no issue with the pump. The issue was attributed to blown fuses and there were no other noted burned components. The bmt stated there was no issue with the pump and no hydraulic leak. The unit was repaired. The hours on the unit mixer was not able to be provided. Per bmt the power supply board was purchased and installed on the mixer by the bmt team in the area. The machine was placed back in service without issue. No additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed. A definitive conclusion regarding the complaint incident was determined to be traced to component failure.

Event description:
A biomedical technician (bmt) reported a dry acid mixer was not filling with no power to the pump. It was noted there were burned fuses (f1/f2) and a fluid leak from the hydraulics. The machine was unable to be repaired and the bmt was advised to purchase a new mixer. There was no patient involvement and no patient injury. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.